Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-07329. It was reported that upon the device interrogation, lead dislodgement was observed on the right ventricular (rv) and right atrial (ra) leads. Both leads exhibited poor sensing and loss of capture. During lead repositioning procedure, helix on both leads failed to retract. The leads were explanted and replaced. The patient was stable.